Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 7 devices were evaluated based on historical data analysis. 1 device was received. Evaluation findings (results/components) 7 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: degradation problem identified, overheating problem identified / part/component/sub-assembly term not applicable product disposition 7 devices: product not received 1 device: scrapped by stryker additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 8 events for the failure: overheating of device. - 6 events had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had no health consequences or impact. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.